Event description:
It was reported that the patient was admitted in the hospital due to an infection at the ipg pocket site. The physician believed that the infection was not device related. The patient underwent an ipg explant procedure and the explanted device was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.